Event description:
The front caster and fork allegedly came off the wheelchair, causing the consumer to fall over and hit his left stump, causing it to bleed. User reportedly was allegedly admitted to the hospital.

Manufacturer narrative:
Product has not been returned for eval at this time. Photos were provided and reviewed. Engineering reports, based on photo's provided that the fork stem nut loosened and fell off. Nothing appears broken and based on the photos, it appears the device wasn't properly maintained.